Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a discharged at the lead site. It was also reported that the patient was experiencing tightness and new pain around the hips since from the implant procedure. The patient had an infection and was prescribed with antibiotics.

Manufacturer narrative:
Additional information was received that the patients infection was not present. The physician has no idea why the patient had pain in stomach area. The patient underwent an explant procedure wherein the lead and ipg were removed. The physician did not suspect device malfunction. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a discharged at the lead site. It was also reported that the patient was experiencing tightness and new pain around the hips since from the implant procedure. The patient had an infection and was prescribed with antibiotics.